Manufacturer narrative:
Concomitant product: 4965-25 lead, implanted: (B)(6) 2006.

Event description:
It was reported that during a device check-up, a few beats of rv (right ventricular) non-capture were noticed, along with unstable and rising threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was a lead fracture, and that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.